Event description:
Health care professional reported during his first freestyle implant, a small 2-3mm hole in the porcine aorta was noted in the location of the noncoronary sinus just above the leaflet attachment area toward the right coronary sinus. He felt it looked more like a tear than a clean cut and used two 5-0 prolene stitches to close the hole. He thought it might have been a weak spot that opened when the valve was manipulated while tying his inflow suture line in place, or that his finger could have pushed against it in tying his knots. The valve remains implanted with no adverse effects to the pt.